Event description:
The customer stated that he was hospitalized for diabetic ketoacidosis with a blood glucose reading of 671 mg/dl. The customer stated he changed the infusion on the day of the event. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.